Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial flutter with rapid ventricular response at 192 bpm contributed to the false detection. The pt was conscious at the time of the event and decided to let the device treat him. The pt's family was with him at the time of the treatment. A review of the downloaded data confirms that the response buttons were only pressed after the treatment had been delivered. The pt did not seek med attention following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt did not seek med attention following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 04/2013 - reuse. Electrode belt (B)(4): 05/2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).